Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the proximal left circumflex artery that was moderately tortuous, heavily calcified and 90% stenosed. A 2.0 x 15 traveler balloon was used for pre-dilatation; however, the balloon ruptured during the third inflation at 14 atmospheres; contrast was escaping under angiography. The device was replaced with non-abbott balloon to complete the procedure. The device was prepped according to the instructions for use with no issue or leak noted. There was no resistance during removal of the protective sheath but there was resistance met with the lesion during advancement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.